Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 20.0 mg/dl. The patient was feeling tired, a sensation of going too fast, fuzzy and goofy. For treatment, the patient was given glucose and had diagnostic tests performed. The patient was discharged after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.